Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the torn coating could not be determined, likely factors causing the defect could have been the following: 1 - the subject device was inserted into an endoscope. 2 - the forceps elevator of the endoscope was raised excessively. As a result, the distal of the device was clamped by the forceps elevator and the distal part of endoscope. 3 - in the state of the description above ¿2¿, the device was retracted into the endoscope. This had caused the cutting wire to kink, and the coated portion to tear. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : - do not force the instrument if resistance to insertion is encountered. Reduce the angulation or lower the forceps elevator of the endoscope until the instrument passes smoothly. The use of excessive force could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. - when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the tip of the sphincterotome was kinked when entering the patient's body. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coated portion was kinked and the coating was torn. The report is being submitted due to the defects found during evaluation.